Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, on (B)(6) 2019, the therapies were disabled for a kidney surgery. Following the surgery, the device was interrogated and the parameters were found with nominal values. The user suggests that the emergency button on the cpr3 programming head could have been pressed. Preliminary analysis revealed that the ICD switched in nominal mode due to a user action.

Event description:
Reportedly, on (B)(6) 2019, the therapies were disabled for a kidney surgery. Following the surgery, the device was interrogated and the parameters were found with nominal values. The user suggests that the emergency button on the cpr3 programming head could have been pressed. Preliminary analysis revealed that the ICD switched in nominal mode due to a user action.